Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the connections were not properly positioned. The field service engineer reconnected all the connections and the issue has been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on communication bus. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.